Event description:
It was reported the patient had passed away on (B)(6) 2015 due to a seizure. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The patient death follow up form was completed by the physician. It was noted the patient died during a seizure while sleeping and the physician stated the cause of death was sudep. It was further explained the patient was found in his apartment in the morning on his couch deceased. Additionally, it was noted the vns was not explanted after death.